Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user cracked their screen and need a replacement. There was no adverse event reported due to this issue.